Event description:
It was reported to philips that host pc would not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the monitor was intermittently loosing signal. Philips remote service engineer (rse) connected remotely and confirmed that console display showed both live/reference images upon further inspection, customer replaced the host pc and license. Customer reported that there was an ongoing live and data monitor in the control room are intermittently powering on and off during restarts. Rse informed the biomed to install 1t hard drive and load ghost. The issue was not resolved and a pc diagnostic tool was used by rse to diagnose the problem. Later, rse informed the customer to install the complete software for the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.